Event description:
Reporter stated the patient has experienced hyperglycemia of 250-350 mg/dl, with the highest reading being above 500 mg/dl, since switching to a new infusion device 6 months ago. She is often unable to lower blood glucose by delivering insulin via the infusion device. There are occasionally air bubbles in the cartridge and moisture in the cartridge compartment, and the infusion device displays e4 occlusion errors. She reported the insulin delivery of the infusion device is too low or the piston rod does not work correctly. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).